Event description:
Tooth loss [tooth loss]. Tooth-teeth pain [toothache]; 8 to 10 minutes per use [device misuse]. Case description: a male consumer of unspecified age used oral-b rechargeable toothbrush, version unknown toothbrush, 1 application, frequency unknown on unspecified date(s) experienced tooth loss after using the product. No information was provided about seeking medical attention or treatment. Relevant history: no information was provided. Concomitant medication: no information was provided. The outcome was unknown. No further information was provided. On (B)(6) 2013 - follow up with the consumer himself - 1 application 8 to 10 minutes per use, 3 times a day beginning (B)(6) 2012 and ongoing he experienced tooth loss and tooth pain. No medical attention or treatment was obtained. Relevant history: no allergies. The outcome of the case is not recovered/not resolved. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore unable to proceed with batch retain testing or product investigation.